Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Insulin pump received with updated software configuration.

Event description:
It is reported that the buttons on the insulin pump are not responding. The patient's blood glucose level was not recorded. Pump has been replaced. No further information was provided.